Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sensor issue. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.